Manufacturer narrative:
Philips service recommended computer and hard drive replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system locked up and a restart resolved the issue temporarily on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.